Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
On (B)(6) 2013, during the procedure of epidural catheter insertion, the catheter broke and about 2 cm of the catheter tip remains in the pt. On (B)(6) 2013, additional info received via e-mail from the country coordinator who stated that the pt was undergoing a thoracotomy due to neoplasia. The incident with the broken catheter was post-surgery in the intensive care unit. The incident did not affect the pt nor has it caused any consequences. The epidural catheter fragment has not been removed. The doctor ordered a computerized axial tomography that was performed to localize the epidural catheter fragment.